Manufacturer narrative:
Return of device and analysis is not necessary as the information would add no value to the investigation.

Event description:
It was reported that a patient reported redness to his neck wound in addition to concerns about his generator site. CT of neck and chest revealed pronounced infection along the lead, including a small neck abscess. Patient was taken to the or to explant and was started on antibiotics inserted via PICC line which was inserted in the operating room. The cause of the infection is unknown. No manipulation or trauma to the area. No additional relevant information has been received to date.